Event description:
It was reported the charging brick for the secure connect locator broke off at the power prongs after being bumped, leading to accessible ac current. There are no reports of patient involvement or adverse consequences.